Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed call service 064 motor alarms. The returned battery cap was undamaged and able to fit. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump and in the battery canister. The pump alarmed with a call service 127 illegal battery alarm upon confirming the verify steps. The reported call service alarm issue complaint was duplicated. The pump cover was removed to find further moisture corrosion to the power printed circuit board, the keypad circuit, and to the cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (unknown call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.